Event description:
It was reported that during a cholecystectomy procedure, the jaw could not be opened at the third firing. After that, the device could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.